Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 406 mg/dl. Other blood glucose value mentioned such as 120 mg/dl, 382 mg/dl, and 101 mg/dl. The customer reported that event was resolved by reservoir change. The reservoir will not be returned for analysis.